Manufacturer narrative:
It was initially reported that the table dropped to the lowest level while a patient was on the table and the controls were not being touched. The table was inspected on 11jul2016 by the local field service technician and the post market quality engineer with the reporting director and lead nurse who witnessed the event. The lead nurse explained the initial report was not correct. The lead nurse explained that the leg section would not come down as expected during the case. The lead nurse further explained that the leg section would only come down in small increments at a time when the hand pendant button was pressed. The staff continued to use the table with the leg section attached and close to level position. The on site investigation revealed that there were multiple 24v indications in the logs which indicate the table was running on battery power below 24v due to not being charged. A cycle test was completed on the table and it was determined that the table operated normally once charged and/or attached to the external power receptacle. The reporting director was provided these results and stated she would work with the appropriate staff to ensure the tables are being regularly plugged into recharge the batteries. The reporting director was also informed that the manual footpump and/or external power may be used should a non movement occur again. There was no injury or adverse consequences reported.

Event description:
It was reported that a table dropped to the lowest level while a patient was on the table, without controls being touched. There was no patient injury or adverse consequence reported.